Event description:
Customer stated "continuously freezing tip. Backs up into tubing" reference repair order # (B)(4). Ref e-complaint- (B)(6). 1216677-2020-00094 ll100 cryosurgical 900001 e-complaint- (B)(4).

Manufacturer narrative:
Investigation: x-review DHR, x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 2/13/2018 under wo # (B)(4) and shipped on 2/27/2018. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 92968, this unit was at csi on 2/27/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit required the replacement of the valves, actuators and o-rings. Root cause: no definitive root cause for this issue could be reliably determined at this time. However, given how this unit was stuck it is suspected one or more component was impacted by an obstruction, possibly some debris. Also, if improperly cleaned via a cold soak, it is possible residue can impact proper valve function. Correction and/or corrective action: the unit was repaired, tested to specifications and returned to the customer under warranty. Coopersurgical will continue to monitor this complaint condition for trends. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "continuously freezing tip. Backs up into tubing". Reference repair order #: (B)(4). Ref (B)(4).